Event description:
The event is reported as: complaint description: the stapler released only one clip during use. No pt injury reported.

Manufacturer narrative:
Sample not returned to MFR in time for this report.